Event description:
When training with the sigma pump, key medications used in ICU, such as insulin, norepiniphine, dopamine, were not available within the adult ICU care area. After turning the pump back on, the medications were now listed for the care area.